Manufacturer narrative:
Additional manufacturing narrative: the device was not returned for evaluation as it remained implanted in the patient. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, sizing, and patient related conditions. A manufacturing deficiency was not identified. Based on the information received, this event was not device related and most likely patient related conditions. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a patient with a 25mm bioprosthetic valve underwent a successful perivalvular leak closure after an implant duration of approximately 13 years. The patient was discharged. No complications were reported.

Manufacturer narrative:
Corrected data: event description was corrected. (B)(4).

Event description:
Edwards learned that a patient with a 25mm 2800 valve underwent a successful perivalvular leak closure after an implant duration of approximately 13 years. The patient was discharged. No complications were reported. The patient then had a subsequent unsuccessful perivalvular leak closure procedure after an implant duration of fifteen (15) years, two (2) months, twenty-seven (27) days. The perivalvular defect was anterior and slightly to the patient's right side of the existing avpii plug. "Despite prolonged attempts, we were unable to advance the wire through the defect, likely because it was quite small and serpiginous." The patient tolerated the procedure well and was discharged.